Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-03231. It was reported the patient no longer used her pns (off-label) system. The patient stated the system did not seem to cover the pain area she needed and she just stopped using it approximately two years ago. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-03231. Follow up identified the patient's pns system was completely removed.